Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient experienced an infusion set tubing detachment event on (B)(6) 2025. The insertion site was on the right abdomen. The location of detachment was at the tubing connector. The infusion set had been in use for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.